Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of high blood glucose readings and air bubbles from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that the reservoir is filling with air. The customer stated that he is reusing the reservoir. The customer was unable to troubleshoot because her husband was not with her during time of call. The customer was advised to call back.